Manufacturer narrative:
(B)(4). This is a report of the patient connecting prior to priming the patient line. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient connected to their homechoice device prior to priming the patient line. The patient was connected to the homechoice at the time of the reported event. The technical service representative explained proper procedure to the patient and advised them to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.